Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 49 mg/dl at the time of incident. Customer treated low blood level with food. Customer's blood glucose was dropping because their basal rates were not adjusted. It was unknown whether the auto mode feature was activated at the time of low blood glucose event. The insulin pump will not be returned for analysis.